Manufacturer narrative:
Although an audible click can often be heard when inserting the articular surface, it is not a design requirement and is not part of the surgical technique. Zimmer cannot guarantee that a click can be heard each time an articular surface is seated correctly. Additionally it is reported that a second attempt was made to insert the same articular surface. The surgical technique instructs: "insert an articular surface only once. Never insert the same articular surface onto a tibial base plate." No failure could be identified. A definitive root cause cannot be determined. Visual examination does not reveal any issue with the device. The device was autoclaved prior to being returned, making dimensional analysis unreliable. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the surgeon experienced difficulty is seating the articular surface on the tibial component on the back table. An audible click was not heard or felt upon engagement, and had the appearance of not being fully seated. A second attempt was made but was unsuccessful. A new insert was used to complete the procedure.